Event description:
A nurse reported that a system message that was unable to be cleared displayed during a vitrectomy procedure. The system was exchanged and the case was completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported system message. The low pressure air source (lpas) pump motor connector was slightly loose. The lpas pump motor connector was reconnected and tested. No system messages displayed. The system was then tested and met all product specifications. The root cause has not been determined. (B)(4).